Manufacturer narrative:
Imaging review: review of the medical records and images by agas medical consultant resulted in the following findings: this (B)(6) patient was found to have a large asd. She was brought to the cardiac catheterization laboratory and closure was attempted under tee guidance. Initially, a 19mm device was attempted, it was found to be too small and removed. A 22mm device was implanted, released and immediately embolized into the left atrium and was snared and removed. The defect was balloon-sized again and a 26mm device was attempted. The device sat well across the asd but it was found to partially cover the right pulmonary vein. The device was removed and patient referred for surgical closure of the asd. One cd with fluoroscopic images of balloon sizing and intra-procedure tee was provided. The tee was of good quality. There were two defects in the atrial septum. One defect was located anteriorly toward the aorta and the other defect was located inferiorly/posteriorly near the coronary sinus/ivc. The aortic rim at 14 degrees was absent. The superior rim was thin and flimsy in the same view. The coronary sinus rim was adequate albeit a little thin. In general, all rims were somewhat thin. There was trace mitral regurgitation present. The defect measured about 19-21mm without balloon-sizing. This measurement did not include the thin atrial septum separating the main defect from the second smaller defect nor the diameter of the second defect. The 22mm device was attempted and deployed; however, the device orientation was never parallel to the septum, instead it was significantly angulated toward the svc and the aortic rim edges. In some views, the device orientation was normal. Additionally, it was much closer to the av valves than the pulmonary veins and device never captured all atrial septal rims which explains why the device embolized after it was released. After the embolized device was snared and removed, balloon-sizing was performed again and a 26mm device was implanted. The device appeared to straddle the aorta but its edges were too close to the mitral valve and also protruded into the pulmonary venous recess giving the impression of partial obstruction of the pulmonary venous blood. It was, therefore, removed and the patient was referred for surgery. Conclusion: according to agas medical consultant, the following conclusions were drawn: the defects were large and complex in relation to the child's stature and weight ((B)(6)). A 19mm device was undersized for the patient's defect. A 24-26mm device would have been optimal to effectively cover the defects; however, the total length of both atrial septal defects was too small for a 40mm left atrial disc the orientation of the 22mm device was abnormal and the second defect appeared to cause the device to pivot. Therefore, the device never covered all atrial septal rims adequately which resulted in the embolization the primary cause of device embolization for the 22mm device was device under-sizing; the secondary cause was the patient's complex, atrial septal anatomy. The decision to refer the patient to surgery was appropriate. We have logged this event in our complaint handling system, and will continue to monitor overall product performance to identify any patterns in field events.

Manufacturer narrative:
The 22mm aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 9f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Medical images and records have been requested. When more information becomes available, an updated report will be submitted.

Event description:
According to the initial information received, the patient's atrial septal defect (asd) was balloon-sized to 25mm so a 19mm amplatzer septal occluder (aso) was attempted. The aso easily pulled through the left atria so it was upsized to a 22mm aso. Following a transesophageal echocardiogram (tee), the aso was released but immediately embolized to the left atria. The 22mm aso was snared and removed so the asd was resized using the stop-flow technique under tee guidance. A 26mm aso was attempted and while it was still attached to the cable, tee showed that the 26mm aso covered one of the pulmonary veins. The 26mm aso was removed and the procedure was aborted in favor of surgical closure of the defect.